Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient was presented due to silent ischemia. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the distal left circumflex (lcx) with 100% stenosis and was 30 mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 32 mm promus element plus everolimus-eluting platinum chromium coronary stent system. Following post dilatation, the residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal lcx with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm promus element plus everolimus-eluting platinum chromium coronary stent system. Following post dilatation, the residual stenosis was 0%. Post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was presented due to depressed left ventricular ejection fraction (lvef) and diffuse hypokinesis. Subsequently, coronary angiography was performed and revealed 75-80% isr at proximal segment of lcx. In (B)(6) 2014, the patient underwent 3 vessel coronary artery bypass graft (CABG) including left internal mammary artery (lima) to left anterior descending (lad), saphenous vein graft (svg) to first obtuse marginal (om), svg to left posterior descending artery (lpda). Three days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02129. It was further reported that the 3.00 x 32.00mm promus element plus everolimus-eluting platinum chromium coronary stent at distal left circumflex was patent.